Event description:
It was reported that the atrial lead had sensing issues. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa lead, implanted: (B)(6) 2006. (B)(4). -